Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold. This ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported. According to the additional information, fluoroscopic imaging confirmed that this ra lead had no slack or pulled back.